Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2015-23362, reference MFR. Report#: 1627487-2015-23363. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where her ipg was explanted and replaced. During the procedure, the physician discovered that one of the leads was likely fractured and the other had significant migration. As a result, the physician decided to explant and replace the patient's leads as well. Reportedly, the patient has effective stimulation therapy and the issue is now resolved.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2015-23362. Reference MFR. Report#: 1627487-2015-23363. It was reported diagnostic testing revealed low impedance readings on all of the patient's lead contacts. As a result, the patient has to increase stimulation amplitude and the patient also has to recharge her ipg more often since the ipg is depleting. X-rays are to be ordered. The patient is to meet with the sjm representative and the physician regarding surgical intervention as the next course of action.